Event description:
It was reported that the customer was experiencing issues with the keypad. Two of the buttons on the insulin pump's keypad were not responding and then she got a button error alarm. The customer's blood glucose level was 112 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product is being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.